Manufacturer narrative:
This supplemental report was submitted to provide new information from the legal manufacturer¿s investigation results. No device was returned to the legal manufacturer (omsc) as the device was repaired and returned to the user facility. However, omsc conducted an investigation and provided the following: a review of the manufacturing records confirmed that there are no manufacturing abnormalities, special adoption, or variations. There was no evidence of suspected cyber attacks or information leaks. A review of the description of the risk management file noted that the level of severity for the camera head communication failure is minor (risk level d). For the communication failure, the risk reduction has been achieved has already been deployed in the instruction manual. The root cause could not be identified, however, based on previous investigations the potential causes of the reported event could be attributed to the following: - the video connector on the camera head is not connected to the camera control unit. - endoscope is not connected to the camera head. - the electrical contact and optical connection of the video connector are dirty. Although no further information was reported regarding the event, the service center confirmed that the reported camera head does not display the image even if connected to the otv-s400 was due to a cable failure. The instruction manual discusses potential issues in 9.2 of the manual "how to distinguish and how to deal with abnormalities".

Manufacturer narrative:
The referenced camera head was returned to the service center however the evaluation has not yet begun. As additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed that during preparation for use, the image from the camera head did not display an image when connected to the camera control unit. The camera head was replaced with a new camera head (same model) and was used to complete the procedure. There was no patient injury. Additionally, the user facility reported there was no unexpected bleeding to the patient or additional treatment required. There was no issue withdrawing the scope from the patient. The video connector was inserted into the camera control until properly. The camera head was not hot and the eye piece of the camera head was firmly connected to the endoscope. There were no abnormalities or damage observed to the camera head during the inspection but the user facility suspected there was internal damage to the charged coupled device (ccd) chip or other components.